Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: supply failed no health consequences or impact.

Event description:
The following was reported to hamilton medical ag: supply failed. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The unit alarmed with oxygen supply failed during preventive maintenance. No patients were involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. No further feedback was received. No part was replaced; correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: supply failed, no health consequences or impact.